Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2009 by dr. (B)(6) due to mesh extrusion. It was reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6) due to sling erosion.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2007 and a mesh was implanted due to incisional hernia. It was reported that post insertion the patient experienced pain, erosion, infection, recurrence, dyspareunia, vaginal scarring and urinary problems. It was reported that patient underwent excision of mid-urethral sling on (B)(6) 2012 due to erosion. It was reported that the patient underwent excision of perigee vaginal mesh, possibly anterior repair and cystoscopy due to mesh erosion in vagina, cystoscopy with bladder disruption, on an unknown date. No additional information was provided.